Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported his device felt as though it had split in two pieces since implant. A guidant technical services consultant referred the patient to his physician for evaluation. Boston scientific (formerly guidant) received information that this device was recently explanted for normal battery depletion. No physical damage to the device was noted upon explant. No adverse patient effects were reported.

Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported his device felt as though it had split in two pieces since implant. A guidant technical services consultant referred the patient to his physician for evaluation.

Manufacturer narrative:
According to the clinician, the patient has moved out of state and is no longer followed at that clinic. Attempts to contact the patient were unsuccessful. To date, guidant's resources indicate that the device remains actively implanted. This event will be reopened and updated upon receipt of additional information. The device was explanted. No further information is available. This report will be updated if more information becomes available.